Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, product surveillance contacted the home patient (hp) regarding the reported event. The hp did not know the cause of the alarm. The hp was not able to remember any additional information regarding the incident. The hp stated they have been performing therapy successfully. There was no report of injury or medical intervention. This complaint is for a system error 2240 was not confirmed. The cause was undetermined. The sample and lot number could not be acquired; therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 system error 2367, which occurred on the homechoice (hc) during use during dwell 1. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.